Event description:
It was reported that a patient (pt) developed peritonitis. On an unreported date, after starting capd therapy (continuous ambulatory peritoneal dialysis), the pt experienced an umbilical hernia (further details not provided). On an unreported date, the pt experienced a break in aseptic technique. The break was further described as the attendant was doing capd without proper aseptic procedures for pd therapy. On an unreported date, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient was treated with injection cefazolin (1gm, dose and route not reported) and ceftazidime (1gm, dose and route not reported) for peritonitis. At the time of this report the pt outcome is unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, which was reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be filed.